Event description:
The customer reported that a previously known sample containing anti-k and anti- anti- fya failed to react on the ortho provue analyzer. Visual inspection of the processed gel card confirmed the reactions were negative. Repeat testing in manual gel test using the same lot of reagents showed weak positive reactivity with the sample. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. The customer indicated that the sample reacted weakly positive in manual gel method and negative on the provue. Samples with weak antigen expressions or low antibody titers may contribute to false negative reactions on the provue. The customer indicated that daily qc was acceptable and maintenance was up to date. This customer has not logged any complaints against this analyzer since this incident.